Event description:
Consumer called to report getting results over 500; was not feeling that high, but trusted the meter. Consumer dosed accordingly and needed to call emt for assistance. Their readings were very low. Believes the meter readings were inaccurate.